Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During the repair of the intellivue multi measurement server x2 for another issue reported by the customer, the philips field service engineer (fse) found that the speaker of the x2 was faulty. No information was provided whether any sound was still coming from the device. No patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.